Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. You reported product y463 (5-0 monocryl) with lot hek193 in box of 3-0. What is the product code and lot number of the 3-0 suture box? Do you have a photo of the box and packets inside to compare?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, it was noted that the suture was in a box for other type of suture. The suture box has been opened prior to the discovery and sutures used were the correct size, however later on it was noticed that the remaining product is incorrect. Additional information has been requested.

Manufacturer narrative:
The actual product was returned for analysis. During the visual inspection, it was observed (B)(4) representative samples of the product code y463, lot # hek193 (5-0 monocryl sutures) in a box of the product code y942, lot # kbk047 (3-0 monocryl sutures). A characterization was performed to product identified with the code y463: and the results were related to a laser needle (18 mil) p-3 with monocryl violet suture in diameter 5-0¿ and length 18¿ and according the characteristic, the samples belong to product code y463 . The descriptions of the box for the product code y942, lot # kbk047 are related to drill needle (29 mil) fs-1 with monocryl violet suture in diameter 3-0¿ and length 36¿. The product code y463, lot number hek193 with expiry date 01/31/2019 was manufactured on 05/24/2014 and the product code y942, lot number kbk047 (box) with expiry date 01/31/2021 was manufactured on 02/19/2016 these product codes were manufactured with 2 years of separation between each batch. None of the reconciliation counts are out of the normal range and no non-conformances were issued for either batch. According to the samples condition and the manufacturing dates of the lots a mix of these batches could not have happened at the site of manufacturing.